Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event occurred on an unspecified date involving a microclave¿ clear connector where it was reported that the customer was having several disconnection problems with the luer and the catheter. There was unknown patient involvement and unknown adverse events.